Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient was not able to replicate the situation again. Cause was unknown. Patient called and stated everything was fine. Battery was working and holding a charge like normal. Issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they could charge the implant to 100% but when they turn it on it immediately goes to zero. The patient was going to meet with the representative later that week. No external or patient factors were known at the time. The issue was not resolved at the time of the report. No patient symptoms reported. Additional information was received from a manufacturer¿s representative (rep). The rep reported that no meeting was set, they had one for the day of the report, but cancelled. The status was still unknown. No further complications were reported.